Event description:
It was reported the right ventricular lead was sensing noise and had an apparent fracture. The physician questioned if the lead performance issue could be related to a sub-pectoral device placement. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, all insulators were breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism. The analyst commented that the lead appears to have been implanted with a bend in it at the fracture site.